Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision with a refractive surprise. Additional information was provided by the surgeon, who reported that the patient experienced blurry vision that was worse when driving. The patient had residual myopic astigmatism. The postoperative refraction was -1.50+1.25x138 and the uncorrected visual acuity was 20/100. The event resolved with an iol exchanged for a difference of one and a half diopters of power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The customer indicated the use of a qualified cartridge and an unspecified handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for the lens/monarch combination used. The product investigation could not identify a root cause. The file indicated that the 14.5 diopter lens was exchanged for a 13.0 diopter lens. Additional information was provided by the doctor, who reported that the event resolved with treatment. (B)(4).